Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury and a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user reported the natura moldable wafer, was too tight, stiff and not pliable and that the opening was ¿was too small even after molding ¿and ¿didn't roll back like it should have.¿ the end user further reported that after 2-3 days, the rubbing of the wafer cut into the stoma resulting in pain, a laceration approximately 1-inch in length, and small to moderate bleeding. T he blood seeped under the wafer and the end user stated she felt this in turn caused a rash to the peristomal skin under the wafer. The end user removed the old wafer and did not apply a new wafer for a couple hours. During this time the bleeding and pain resolved and rash began to fade. No further interventions were reported. An unknown alternate wafer was applied. The end user reported the outcome as ¿my skin is starting to feel a little better.¿ no further information or photograph was provided.

Manufacturer narrative:
Correction (g1) - contact office address: (B)(6) . No samples or photos were received for analysis and investigation; for that reason, the malfunction reported by the customer could not be confirmed. In addition, no trend was observed for this malfunction code and lot number. Lot 8b03420 was manufactured on 02/28/2018, convex 2 pc 2 line, with a total of (B)(4) units. Complaint investigator ID (B)(4) performed a batch record review on 09/28/2020, description natura wfr moldable cvx 13/45mm (1x10)us to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1156500 and manufacturing order 1375954. The batch record review supports that there were no discrepancies related to the issue reported. No additional action is required, and this complaint will be closed. Should additional information become available, a follow up report will be submitted. FDA registration number: reporting site: 1049092; manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.